Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll bns label content was incorrect. When did the incident occur? Before use it was reported that "three boxes have anomalies: one box containing 1,600 units has no label affixed to it. It is therefore impossible to know the batch number. Two boxes have two different labels with two different batch numbers. It is also impossible to know which batch is correct" additional info received on 21-jan-2026. Following our initial exchange, we are writing to you again regarding the anomaly detected during the inspection of order (B)(4), consisting of 321 boxes (parcel reference 301073). The inspection of the boxes has now been completed. It revealed a non-conformity concerning four parcels: three parcels each have two different labels, affixed to opposite sides, showing two different batch numbers, one parcel has no label at all. The anomalies found can be seen in the attached photos. In the absence of reliable batch identification, this stage cannot be carried out in accordance with traceability requirements. We would be grateful if you could advise us on the procedure to follow to deal with this non-compliance, so that we can continue with the inspection under the best possible conditions.

Manufacturer narrative:
(B)(4) follow up. It was reported that one box was missing a label and two boxes bore different labels with different lot numbers. To support the investigation, one video and five photographs of 5 ml luer lok syringes in a bulk non sterile box from lot 5290692 were provided for evaluation by the quality team. Three photographs show the interior of the box with syringes contained in a clear bag. Two identical photographs show the exterior of a bulk non sterile box, one is annotated as box 154 and displays the correct end label for lot 5290692. The reported defects are not evident in the photographs. The video presents four boxes filmed from both sides. On one side, three boxes display labels for lot 5290692, on the opposite side, the same three boxes display labels for lot 5283953, and one box has no label affixed. The conditions observed are nonconforming to product specifications and is associated with the bulk handling process. A device history record review was completed for material number 301073, lot 5290692. The review confirmed that all visual inspections were performed as required, with no quality notifications related to the reported condition. The lot met acceptance criteria per the inspection control plan and was approved for shipment. Corrections related to this event will include issuance of a quality alert to the manufacturing site and re education on the applicable work instruction for the associates involved. To date, no additional similar events have been reported for this lot. Based on the investigation, the customer reported conditions are confirmed.